Event description:
Event description guidant received information that this implantable cardioverter defibrillator's (ICD) battery depleted earlier than expected. The device was explanted and a new device was implanted.